Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 401, 192, and 58 mg/dl; customer stated readings were taken within several minutes. The customer's expected fasting blood glucose test result range is 200 - 240 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 205 mg/dl using truemetrix meter and 267 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the readings taken within several minute 192, 401, 58. All results are fasting and times and dates are subjective to the customers records the customer states that the meter has been reading erratically and she is uncomfortable with results. She states her normal range is 200-240 mg/dl. The customer state that she is of good health and not experiencing any symptoms of low or high sugar.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 401, 192, and 58 mg/dl; customer stated readings were taken within several minutes. The customer's expected fasting blood glucose test result range is 200 - 240 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 205 mg/dl using truemetrix meter and 267 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the readings taken within several minute 192, 401, 58. All results are fasting and times and dates are subjective to the customers records. The customer states that the meter has been reading erratically and she is uncomfortable with results. She states her normal range is 200-240 mg/dl. The customer state that she is of good health and not experiencing any symptoms of low or high sugar.